Event description:
A customer reported that aspiration stopped working during surgery. The product was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received for evaluation. A root cause has not been identified. (B)(4).